Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty disposable core biopsy instrument was returned for evaluation. During visual evaluation, the device appeared to be clean and was received in its initial position. Upon functional testing, the device was tested by twisting the rotational knob once and the cannula retracted and locked into place. The rotational knob was turned once more and the stylet retracted. The device was able to be fully primed. The device was functionally tested by cocking and firing the device 20 times into a chicken breast for a total of 20 tests. After fully priming, for the 4th test the device self activated. Therefore, the investigation is confirmed for the reported self-activation as the device self-activated during functional test. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated when it was rotated twice. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated when it was rotated twice. There was no reported patient injury.